Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required medical intervention due to low blood glucose levels. The blood glucose reading was under 20 mg/dl when the customer's husband called the ambulance. The customer also reported that she had been receiving excessive no delivery alarms during boluses since the day prior. She stated that the issue was with the infusion set. The blood glucose reading at the time of the call was under 80 mg/dl. She was not admitted into the hospital. She stated that she normally ate late at night and had given a correction. No significant perceived cause of the low blood glucose was noted. Advised the customer to change the entire infusion set. She stated that the low blood glucose alerts were not loud enough and that the buttons did not bring the backlight on after it had timed out. Advised the customer to monitor and to call back if the issue persisted. Nothing further reported.